Event description:
It was reported that the 9600+ system experienced intermittent no fluoro exposure. No errors observed and no pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A broken video cable identified. Replacement ordered. Add'l info will be reported when it becomes available.